Event description:
It was reported that the insulin pump alarmed no delivery. The customer's mother stated that she had called twice in (B)(6) regarding issues using the insulin pump. The blood glucose reading was not provided, as the call was disconnected prematurely. Following attempts at contacting the customer were unsuccessful. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.